Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. On (B)(6) 2025, the patient experienced diaphoresis, tachycardia, and hypertension. At the time of the event, the patient¿s cgm displayed a reading of 87 mg/dl, while a bg meter reading showed 42 mg/dl. It was also noted that the cgm readings fluctuated significantly, ranging from 80 mg/dl to 190 mg/dl, and then back down to ¿low.¿ the patient self-treated with three glucose tablets and subsequently sought care at the emergency room (ER). Upon arrival, the patient¿s bg meter reading was 148 mg/dl; no cgm comparison value was reported. In the ER, the patient received treatment with food and intravenous fluids. Additional evaluations included blood work and an electrocardiogram (EKG). The patient was discharged home later that evening and was reported to be stable and ¿doing fine¿ at the time of follow-up. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.